Event description:
The physician passed the guiding catheter through the 6f avanti sheath. The target lesion was located in the rca. The vessel was noted as tortuous. While torquing the device, the physician noted that the guide catheter twisted and sheared. The physician had difficulty retrieving the device. A glidewire was used to pull it out. There was no patient injury.

Manufacturer narrative:
The product is available for analysis.